Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the distal end of the threaded tip is chipped. The device laser markings were found to be faded. The device was found to meet material specification and the major diameter also met specifications. The cause is undetermined, however a likely cause is user-applied mechanical forces.

Event description:
It was reported, that the ar-9215-01-02, guide handle has a crack in the threading. This is now reportable. During returned device evaluation, a reportable malfunction was discovered.